Event description:
Draeger ventilator started alarming with fast, high pitched beeps. Nurses responded and vent had shut off. Nurses began bagging while respiratory assessed vent shutoff/alarm. Another rt retrieved a new vent. We switched out the vent, connected patient; patient stable.